Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous unspecified vessel. A 2.50mm x 12mm emerge¿ balloon catheter was advanced for dilatation. However, on the first inflation at 12 atmospheres, the balloon ruptured. There was no kink noted prior to use and no resistance encountered during the procedure. The device was completely removed from the patient. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).